Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 521 mg/dl and ketone level was high. Pump supplies were changed multiple times. Customer delivered a bolus via the pump and adjusted the basal rate to address elevated bg. Customer went to the emergency room (ER) and was treated with intravenous fluids/medication. After 14 hours, customer left the ER in good condition; bg was 302 mg/dl. Contact suspected elevated bg was due to the infusion set; however, no product damage was identified.